Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges customer experienced low blood glucose reading on (B)(6) 2017 and was unable to self-treat; wife treated with raisins. The caller reported additional instances of low blood glucose where the patient was unresponsive but still conscious. Blood glucose readings were either 29 mg/dl or in the 30's mg/dl and the patient's wife treated him with applesauce. The dates of these events were not provided. Caller alleges pump's insulin delivery is not accurate for the programmed amounts. Requested return of the alleged device for evaluation.